Event description:
It was reported that during a prostate procedure, the fiber cap was observed to "be moving" / rotate independently of the fiber. The procedure was completed using a second surgical fiber. There was no patient injury reported. Time expended: 32:20; joules used: 110,700.

Manufacturer narrative:
Failure analysis for fiber model #0010-2400, lot 406a, serial #(B)(4): the fiber exhibited a circumferential fracture distal to fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture rotated independently of metal cap; the metal cap exhibited severe burnt on detritus; the glass cap exhibited severe devitrification at the output window; the outer flow tubing exhibited severe contamination, likely biologic. Based on the analysis, the potential for forward firing may also exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which limiting the performance of the fiber.